Manufacturer narrative:
Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 15257. CAPA: the events are expected. No corrective/preventive action is needed. Pharmacovigilance comment: the serious event of angioedema and non-serious events of implant site swelling and implant site pain were considered expected and possibly related to the treatment. Potential contributory factors include concomitant antihypertensive drugs. The case fulfills the criteria for expedited reporting to the regulatory authority. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-sep-2017, with additional information received on 31-oct-2017, from a physician concerning a (B)(6) year old female patient. The patient's medical history included hypertension [hypertension] and skin type fitzpatrick I-ii. She had no known allergies. Concomitant treatments included lisinopril [lisinopril] 20 mg, lopidine [lopidine] 0.5% solution, skinceuticals ce ferulic serum [c e ferulic]. The patient had previously received treatment with restylane silk on (B)(6) 2015 and (B)(6) 2016 to the lips, and with juvederm voluma to the bilateral cheeks on (B)(6) 2015. On (B)(6) 2017, the patient received treatment with 1.0 ml of restylane refyne (lot 15257) to the lips, oral commissures, and peri-oral rhytides, and 2.0 ml of restylane lyft with lidocaine (lot 15149) to the mid-cheeks, zygomatic submalar area via cannula insertion. 2 hours later, on (B)(6) 2017, the patient experienced severe swelling (implant site swelling) of the lips and upon assessment, the physician described the event as severe angioedema (angioedema) at the lips, lower right face, and jawline. The reporter stated the patient did not experienced any difficulty breathing. On an unknown date, the patient experienced minimal pain (implant site pain). Treatment for the adverse event included intramuscular (im) injections on (B)(6) 2017 of kenalog [triamcinolone acetonide] 60mg and benadryl [diphenhydramine hydrochloride] 50mg, and an oral prednisone [prednisone] 20mg from (B)(6) 2017 to (B)(6) 2017. The reporter stated the patient experienced improvement after the im injections in the edema. At the time of the 1st follow up report, the events were resolved. The reporting physician assessed the events as non-serious. Tracking list: v.2 31-oct-2017: medical history, allergies, concomitant treatments, past treatments, injection details, events, and reporter's assessment updated.

Manufacturer narrative:
Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 15257. CAPA: the events are expected. No corrective/preventive action is needed. Pharmacovigilance comment: the serious event of angioedema and non-serious event of swelling were considered expected and possibly related to the treatment. Potential contributory factors includes concomitant antihypertensive drugs. The case does fulfil the criteria for expedited reporting to regulatory authority. Exemption: galderma laboratories l.p. Is submitting this report on behalf of q-med ab. Exemption number e2015005

Event description:
Case reference number (B)(4) is a spontaneous report sent on 27-sep-2017 by a physician concerning a (B)(6) year old female patient. The patient's medical history was not reported. Concomitant treatments included an unspecified high blood pressure medication [antihypertensives]. The patient had previously received treatment on unknown dates with restylane lyft with lidocaine, restylane silk, and juvederm. On (B)(6) 2017, the patient received treatment with 1.0 ml restylane refyne (lot 15257) to lips, oral commissures, peri-oral rhytides, and 1.0 ml restylane lyft with lidocaine (lot 15149) to the cheeks with unknown needle and unknown technique. Two hours later, on (B)(6) 2017, the patient experienced severe swelling (implant site swelling) of the lips and upon assessment, the physician described the event as angioedema (angioedema) at the lips, and lower right face. Treatment for the adverse event included intermuscular injections of kenalog [triamcinolone acetonide], and benadryl [diphenhydramine hydrochloride] with an oral prednisone [prednisone] to take at home. Outcome at the time of the report: swelling was not recovered/not resolved. Angioedema was not recovered/not resolved.